Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the procedure, the seal of the trocar was broken and gas leaked from the cavity. A second trocar from the same lot was used and the same thing happened. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.